Event description:
Overdelivery noted during pumping testing. This pump was randomly pulled by the director of nursing following an incident in which there was an overdelivery of lactated ringers without any pt harm . The nursing dirctor states that she "set the pump volume to be infused at 30ml but she received 53 ml on several attempts." She does not recall the delivery rate. She states that she worked with the pump for a half a day and sometimes it delivered as expected, but several times it overdelivered. She states "it seemed to overdeliver if the tubing was not snugly loaded into the tubing channel." There was no pt involvement.